Event description:
Patient reported the pump stopped the basal rate 3 days ago and has not delivered 6 units of insulin. Patient stated he notices the issue because he felt bad and when he measured his blood glucose level it was around 480 mg/dl. Patient took correction via pen. Patient reported he thinks the pump could have a problem; he thinks the pump does not deliver the correct insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.